Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
I will get more information . No patient injury.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25121233, 25121439 and 25119144. The last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history the device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. No specific failure mode was provided. The account manager could not gather any information from the customer. The complaint will be reopened and investigated if any addition information is received. A follow up emdr will be sent accordingly.

Event description:
No event description available. No information regarding the complaint could be gathered.